Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600+ mg/dl. The customer also had readings of 580 mg/d and 480 mg/dl. The customer treated with 30 units of insulin. Before the customer got on the pump, he was found unconscious 3 times. Since then, the customer did not have the issue. Troubleshooting was not performed. The product was not returned for analysis.